Event description:
It was reported that the patient experienced withdrawal symptoms and that there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). It was indicated that the volume discrepancy happened during the patient's second refill on (B)(6) 2012, after pump replacement. During the initial refill on (B)(6) 2012, there was no issues or discrepancies noted. The full 20ml arv was pulled out at refill and it was indicated that the withdrawal symptoms began about "a month ago." There was nothing in the logs, that indicated a pump problem and the programming appeared to be correct. It was indicated that there would be some additional trouble-shooting done with the catheter and connection. The outcome of the patient and event was not provided. The drugs delivered via pump were fentanyl, clonidine, and prialt. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8709, lot # l73608, implanted: (B)(6) 2000, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
Additional information received reported the patient was feeling terrible and having a lot of pain.

Manufacturer narrative:
(B)(4).